Event description:
Pt on bypass, defibrillator pads not working. Changed to new pads within 60 seconds no negative pt outcome. Pads tested by biomedical engineering, defibrillator analyzer determined that the pads do not function.